Event description:
This incident was reported to baxter u.s. Product surveillance on 8/19/02. It was first reported to baxter europe on 7/4/02. The report stated that the customer had experienced ongoing problems with seal quality when using pall blood bags. The customer believed that if pressure was applied to the sealing head during the sealing process the quality of the seal would improve. Two operators were using their forefingers to apply pressure. Their fingers slipped from the sealing head and came into close proximity to the electrode. In both instances there were wounds and the center mgr stated there was a smell of burning flesh. They were examined by a nurse who reported that the wounds were deep and consistent with electrical burns. The operators were given first aid. No follow-up info was provided regarding these operators. This report is for one incident.